Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Since the implant of the system was relatively recent, it was decided to keep monitoring the patient. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the shock impedance measurements, were measuring at 143 ohms. This has been a gradual increase. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Since the implant of the system was relatively recent, it was decided to keep monitoring the patient. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.